Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient's device was not working and he didn't know how to fix it. It was noted that the patient's previous managing physician would not see him. The patient saw his medical doctor, but they told him to see the implanting healthcare professional.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient device was showing an elective replacement indicator(eri) message. The patient also reported that their patient programmer did not work. The patient stated that when they turn on their programmer is shows the call your doctor icon and eri message. The patient also reported that he had tried to turn the device off but it was stuck on on. The patient was able to bypass the eri message and go to the normal therapy screen and the patient confirmed the implant was on and was on group a. The patient reported that they were not getting any symptom relief and that he was cramping like crazy. No further complications were reported as a result of this event. [Reference event (B)(4) for information related to previous device eos].